Event description:
The pt underwent right total arthroplasty by me four to five years ago. About three weeks prior to explantation he started having mechanical symptoms in his knee and now requires exploration of his total knee arthroplasty with suspected patellar button loosening. Possible revision total knee arthroplasty. The surgical findings indicated that it was apparent that he did have complete dissociation of the patellar button. It appeared that the single peg was still intact in the patella itself, but the button was free-floating. There was some wear on the edge of the patellar component was completed excised.